Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error alarm. Customer¿s blood glucose was unknown. Customer stated that took out the battery and now none of the buttons are working to clear the alarm. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.